Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed that the tip of the lead had been torn off and was not returned. There were cuts in the insulation, torn insulation at the tip with an extremely stretched cathode conductor coil, which had been pulled to the point of fracture. Dried blood/tissue was noted in the lumen. Testing of the returned lead segment was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of damage due to subclavian crush/subclavian fracture, as the lead segment passed electrical testing. Laboratory testing confirmed the tip of the lead fractured from the lead body, as the cathode conductor coil was extremely stretched and had been pulled to the point of fracture.

Event description:
Boston scientific received information that during a revision for this patient¿s right ventricular (rv) lead, physical damage was noted to the insulation of this right atrial (ra) lead. An x-ray confirmed a lead conductor fracture; and subclavian crush was noted. During the explant of the lead, the lead tines became lodged in what appeared to be the venous access point/tissue. After multiple attempts to dislodge the tines, the tip of the lead fractured from the lead body. The fractured tip remained lodged in the patient's tissue/subclavian vein. The remaining portion of lead was explanted and replaced. An x-ray was subsequently taken after the procedure which confirmed no movement of the fractured portion of lead. No additional adverse patient effects were reported.